Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) showed failure mode ap optical sensing module where the unit was discovered unable to charge the battery normally. There was no patient involvement.

Manufacturer narrative:
Additional fields: e1 (B)(6). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) the unit reported that the device could not be charged normally and the ac power supply was used normally (total hours: 6992hr) . Ac power supply is used on site, the power-on test is normal, and error code "ap optical sensing module is displayed. Failure" measured the voltage output at the bottom to be 3.8v. After removing the fiber optic module, the output was 28v. It was initially determined that it might be the fiber optic module. If an abnormality occurs, further testing will be arranged before the material is received. No information. There was no patient involvement and no adverse event was reported. H3 other text : repair service not done.